Event description:
It was reported that threshold increased from 0.5 v at im- plant to 3.0 v. Lead dislodgement was confirmed via x-ray. Attempts to reposition the lead failed. The lead was ex- planted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.